Manufacturer narrative:
Upon inspection the baxter technician determined the rail had been incorrectly installed and was unfit for use. It was additionally noted that the rails had been installed by a third party service. Likorall overhead lift is intended for use in, health care, intensive care and rehabilitation. Likorall overhead lift is designed for fixed installation and free-standing lift systems. All common lifts and transfers can be performed using likorall overhead lift, for instance between bed/wheelchair, to/from floor, toilet visits, gait training, and together with stretchers. Likorall r2r (room to room) overhead lift enables the patient to be moved between two rail systems in separate rooms. Likorall overhead lift with the es designation is prepared for operation with the wireless handcontrol remote (ir) and in addition, a transfer motor can be connected for motor driven movement along the rail. Likorall s, irc overhead lift is prepared for continuous charging through the railsystem. The railings were replaced by the third party installer to resolve. Based on this information no further actions are required. Although there was no adverse event reported, if the overhead railing system was incorrectly installed leading to the device being unfit for use and used for patient transfers it could lead to serious injury or death therefore baxter is reporting this incident.

Event description:
During servicing by baxter, technical service identified that the likorall 242 s r2r, natural had an issue, the engineer went to carry out pm service but had to fail the hoist as track was damaged/twisted and unsafe to use. This occurred during baxter servicing/testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved.